Event description:
Non-union of left tibia after im rodding of left tibia with cross locking screw placement. Non union of left tibia due to two proximal malleolar screws broken requiring replacement and repair.